Manufacturer narrative:
The device that was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A lot number was not provided, a document review could not be performed. A complaint history review found other related failures. Possible cause may be an obstructed waste evacuation tube or obstruction of evacuation orifice (debris, tissue or other foreign material). There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.

Event description:
It was reported that in the middle of the debridement utilizing a versajet hand-piece, an excessive spray occurred from the tip of the hand-piece and the device became not to evacuate debris and saline properly. The surgery was completed with a back-up hand-piece. No patient harm. No delay.